Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that it had been a while since she used her therapy because she did not like the sensation of stimulation since implant (B)(6) 2014. She experienced urinary retention symptoms and device had not been effective since (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.